Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a green substance inside the patient line of multiple cartridges. Reportedly, as insulin passed through the patient line the insulin became discolored. Customer's blood glucose was 68 mg/dl. Customer changed the cartridge to resolve the issue and successfully resumed insulin therapy.